Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that she was giving a bolus to the customer and the insulin pump stopped. She stated that prior to that the insulin pump alarmed and it went blank. Troubleshooting was performed. The alarm history was checked and there was only a low reservoir alert. She checked the bolus history and stated that a bolus was delivered but not at the time she gave it to him. Blood glucose level was 236 mg/dl. It was requested to have the insulin pump replaced. The device will return for analysis.

Manufacturer narrative:
The insulin passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No c13 isolated tape damage noted on the lcd board. The low reservoir alarm feature was programmed at 20 units, after delivering several boluses and with 20 units left on display, the insulin pump alarmed low reservoir; no low reservoir alarms anomalies noted. The insulin pump was programmed with correct time and date. The insulin pump was monitored for several days, several boluses were programmed and delivered; all bolus delivered during our testing and during the time the unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. No bolus anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.